Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated that the numbers scrolled on their own and they were unable to stop it with any button push. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 400mg/dl at the time of the incident. The customer did not state any treatment for the high reading and there was also no indication of troubleshooting for the high reading. The customer also stated that there was no significant event leading to the keypad issues. The customer stated that removing the battery did not resolve the issue. The customer stated that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.